Manufacturer narrative:
The device has returned for analysis. Upon receipt at our post market quality assurance laboratory, the versacross dilator was visually inspected and found to have a non-boston scientific guidewire stuck in its distal tip. Additionally, cross-sectioning dilator revealed potential stacking and exposure of dilator distal coil, although location where guidewire began to unravel could not be determined. The reported allegations is confirmed based on the returned product.

Event description:
Reportable based on analysis completed on 28may2025. It was reported that during a pulmonary vein isolation with pulse field ablation procedure, a versacross connect for faradrive kit was selected for use. The physician experienced resistance in the groin when advancing the versacross radio frequency (rf) wire. The wire was then swapped with a non-boston scientific merit j-tip guidewire to gain access to superior vena cava (svc). Then, it was attempted to advance faradrive sheath and connect dilator over the wire to the svc, but met resistance at the same point in the groin. The sheath/dilator was removed and it was attempted to just advance the native faradrive dilator over merit wire, but the resistance was still present. The physician now used a non-boston scientific amplatz wire which was successfully used to gain access to svc and help the sheath and dilator to pass the groin to the svc. When trying to swap amplatz wire for rf wire, the wire would not completely retract. Both the wire and dilator were withdrawn together and it was noted that the amplatz wire was kinked and unraveled. The procedure was completed using a versacross fixed transeptal system. No patient complication occurred. The dilator has been received at boston scientific's post market laboratory. However, analysis revealed that potential stacking and exposure of dilator distal coil.